Event description:
The physician performed a carpal tunnel release using ultrasound guidance, after which the patient developed a carpal tunnel hematoma. The patient was chronically taking an anticoagulant, coumadin (no mechanical heart valve(s)). The physician's standard practice is to stop anticoagulants, typically 3 days before the procedure. The patient followed the instructions given and discontinued coumadin a few days prior to the procedure. The procedure was uneventfully carried out and the patient was discharged. The same afternoon of the procedure the patient returned to the coumadin clinic and was inadvertently administered lovenox to bridge the patient while restarting coumadin. The patient then returned to see the physician the following monday (3 days post-op) and was showing signs of swelling and discomfort in the hand. The physician ensured there was no presence of infection or injury and suspected a carpal tunnel hematoma and thus proceeded with an incision and drainage procedure in the operating room, which resolved the issues. The physician believes the hematoma was caused by immediate post-procedural bridging with lovenox versus just restarting coumadin.

Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed. Hematoma is known complication for ctr surgical procedures. The ultraguldectr instructions for use outline that "carpal tunnel release using ultraguldectr represents a surgical procedure. Operators and staff should follow appropriate precautions and procedures".